Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 1 of 3. Reference MFR: 1627487-2019-03139. Reference MFR: 1627487-2019-03140. The patient experienced ineffective therapy due to high impedance on their leads. As a result, the leads were replaced. Issue has been resolved.